Event description:
Customer reportedly received results of 365 mg/dl on the advantage sensor system, and a result of 4.9 mmol/l on the aviva combo system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the aviva system (lot number 493673, expiration date 10/31/2015). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the advantage sensor system.